Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking the package was found to be damaged and the sterility of the device was suspected to be comprised. As the cath lab personnel were unpacking the device, a large puncture hole was found in the package of the 2.15mm rotalink burr. The box that it was shipped in was not damaged, but the package that contained the burr had the hole. Because of the damage to the package, the sterility of the device was suspected to be compromised.

Manufacturer narrative:
The burr unit returned was contained in a sealed unopened tray. The outer packaging box was torn and damaged. The outer plastic seal package cover containing the un-opened tray was opened. No damage was noted to the tray or seal of the actual device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking the package was found to be damaged and the sterility of the device was suspected to be comprised. As the cath lab personnel were unpacking the device, a large puncture hole was found in the package of the 2.15mm rotalink burr. The box that it was shipped in was not damaged, but the package that contained the burr had the hole. Because of the damage to the package, the sterility of the device was suspected to be compromised.